Event description:
This voluntary report from a risk manager was received from the FDA via the FDA's medwatch program (MDR report no: mw5109907). The reporter stated that the plug at the outlet sparked and had flames. A patient of unknown age and gender was on a v60 bipap ventilator (serial no and UDI: not releasable) for an unspecified indication. On (B)(6) 2022, while the device was plugged in on stand-by in the patient room, the plug at the outlet sparked and had flames. As a result, the patient reportedly experienced a life-threatening event in which a code blue was called. Clinical details, corrective action done with the device and patient outcome were not reported. Philips could not confirm the device issue as no further investigation could be conducted as there was no permissibility to contact the reporter. In addition, the product serial number and UDI are not releasable.